Event description:
It was reported a shaft break occurred. In preparation for procedure, a 3.50 x 16mm synergy megatron mr us was selected for use. When removed from the hoop, it was noted the shaft was notable bent and broken. The stent was not used and was replaced to complete the procedure with no patient injury.

Manufacturer narrative:
E1: updated information for physician first name. Device evaluated by manufacturer: a synergy megatron mr us 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break located at 4 cm distal to the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. The reported event was confirmed based on the analysis of the device.

Event description:
It was reported a shaft break occurred. In preparation for procedure, a 3.50 x 16mm synergy megatron mr us was selected for use. When removed from the hoop, it was noted the shaft was notable bent and broken. The stent was not used and was replaced to complete the procedure with no patient injury.